Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: report type has been changed from serious injury to death.

Event description:
It was reported that the patient had their scs system explanted on (B)(6) 2025 due to leg weakness and numbness. Following the procedure, the patient has passed away. The cause of death is unknown at this time.

Manufacturer narrative:
B3: event date is estimated.